Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an error code 1104 backup alarm failed message when a hospital me was performing a device check outside of clinical use in the hospital. The unit kept operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and was not able to duplicate the reported issue. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the pse replaced the cpu board as recurrence preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. The ls1 of the cpu has no date code. Per ER 2249129, part 001, the issue of ls1 and secondary alarm failure has been previously investigated. Testing of the cpu pcba with the accusation of a secondary alarm failure or error code 1104 has been analyzed per the steps called out in ER 2249129 part 001. Testing of the cpu pvba has resulted in a no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.